Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: minimal amount of fluid which was normal in appearance. There was no obvious damage to soft tissues or bone but there was hypertrophic and avascular and pseudocapsule. There was no sign of any osseointegration of the acetabular component. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2006. She later experienced pain and elevated levels of cobalt and chromium. She has not yet scheduled an explantation of the right asr hip implant.